Event description:
Facility maintenance alleged that the metal plate has torn at the bottom weld on the knee support on the mast of the sabina lift. No injury was reported.

Manufacturer narrative:
Facility took the mast to a local welding shop where they welded the knee support back into place. The lift is back in service. No further issues.